Event description:
Pt states that insulin sprayed from pump when piston was 1/2 inch from reservoir during priming. Problem was solved by changing infusion set with new set from different lot number.

Manufacturer narrative:
(B)(4). Evaluation summary: one used device was returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test.